Manufacturer narrative:
This report is submitted december 11, 2017.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet during an MRI scan (tesla strength unknown). It is unknown whether the patient's head was wrapped per the manufacturer's guidelines. Subsequently, the patient underwent revision surgery in december 2016, in order to reposition the magnet. The implanted device remains insitu.